Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occured in spain. It was reported that the patient faced infusion set adhesive event on (B)(6) 2026, as set accidentally ripped off the cannula while showering. The patient replaced infusion sets and resumed insulin successfully. No further information is available.